Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound and intermittent vibration) issue; the reporter stated the patient wore the pump while swimming prior the onset of the issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-nov-2017 with the following findings: during investigation, the pump was powered on to the verify screen with normal auditory and vibration function. The pump cover was removed and moisture corrosion was found on the continuous glucose monitoring module, printed circuit board, and motor flex. The original complaint of an auditory/vibration issue was unable to be duplicated.